Event description:
It was reported to philips that the system gave a memory error during power-on self-test, which can impact booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found failure in the host pc's power-on self-test (post). During troubleshooting, the fse determined that the host pc software had crashed. To resolve the issue, the fse replaced the hard disk, restored the software, and installed the host pc's operating system and applications. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.